Manufacturer narrative:
The investigation was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator stopped cycling and device failure 6 was posted on the cockpit screen. No patient injury was reported.

Manufacturer narrative:
The description of the event, the service report, the logfile and the suspected gas mixture and dosage module were analyzed regarding the reported event. The device behavior could be confirmed as the tank pressure sensor within the mixing chamber of the gas mixture and dosage module did not function properly. In case the safety software identifies such malfunction the corresponding visual and acoustic alarm is generated in order to inform the operator about the deviation, the device automatically switches to the safe mode where the safety valve is opened in order to allow the patient for spontaneous breathing. This intended behavior was confirmed by corresponding entries within the logfile. The device was repaired, tested and returned to use.

Event description:
Please refer to the initial-report.